Manufacturer narrative:
The device was not returned for eval. We are unable to confirm if any malfunction or other product condition may have contributed to the event. The customer reported that she was hospitalized for pneumonia and dehydration. During her illness, she experienced hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "if your reading is above 250 mg/dl, the pdm display 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "to handle sick days: treat the underlying illness to promote faster recovery. Eat as normally as you can. Adjust bolus doses, if necessary, to match changes in meals and snacks. Always continue your basal insulin, even if you are unable to eat. Contact your healthcare provider for suggested basal rate adjustments during sick days. Check your blood glucose every 2 hrs and keep careful records or results. Check for ketones when blood glucose is 250 mg/dl or higher. Follow your healthcare provider's guidelines for taking add'l insulin on sick days. Drink plenty of noncaffeinated fluids to prevent dehydration."

Event description:
The customer reported that she was hospitalized on (B)(6) 2012 and in the ICU for three nights. Initially she stated that her hospitalization could have been pod related, but then said that she was admitted for pneumonia and was dehydrated. While she was sick, her blood glucose was "high" (>500 mg/dl). She was unable to find the history in the pdm of when her blood glucose was "high". She gave herself several 7 to 8 unit boluses to bring her blood glucose down and "get an actual reading in the pdm." While she was at the hospital, she was advised to remove the pod. The infusion site and the pod both appeared normal when the pod was removed. The customer did not provide further details as to what her treatment was in the hospital.